Event description:
According to the reporter, during a laparoscopic thoracoscopic middle lobectomy, when resecting the middle lobe pulmonary parenchyma at 4th firing, the display was showing excessive force, so the jaws were opened, the device was removed, and even tried when the jaws were closed in a state where no tissue was clamped. The handle, adapter, shell, and reload were all replaced with new ones to resolve the issue. There was no patient injury. After the procedure, upon checking the product, it felt that the removal of the adapter was more tight than usual. The excessive force was displayed when the jaws were closed without anything clamped. There were no problems when connecting, but when closing the jaws, a red line was visible on the release button of the adapter.

Manufacturer narrative:
Concomitant medical product: sigadaptshort, sig power sigadaptshort lin short adapt, serial# (B)(6), sigpshell, sig power sigpshell control shell, lot# n3c0632y sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm, lot# n2m0021y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.